Event description:
The account alleged the brakes are not holding on the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The account replaced the brake rocker link with a brake steer upgrade kit to resolve the issue.